Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was frayed at the distal clevis hub. The cable segment stuck out at the wrist. No other cables damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's frayed cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the large needle driver instrument, it was noted that the wire was frayed. No missing or fallen pieces were reported.